Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. No intervention was performed and the patient would be monitored.